Event description:
Pt arrived to outlying facility on (B)(6) 2011 at 1541 with a stemi. Taken emergently to cath lab there. One hundred percent occlusion with thrombus of mid rca treated with thrombectomy and 3.5x16 taxus liberte. Pt had been treated with medications including asa, plavix, angiomax, and reopro. Had an uneventful night, but developed chest pain the following am. An EKG at 0841 on (B)(6) 2011 reveals st elevation more pronounced than the original EKG of (B)(6) 2011. Felt to be a re-infarction following stent implantation. Taken emergently to cath lab for re-look angiography. Films reveal 100% occlusion of previously placed stent, sub acute thrombosis. Transferred to our facility emergently for further intervention. Thrombectomy performed, following which, a spiral dissection noted proximal to stent. A 5.0x38 multi - link ultra stent used to cover entire area. Pt recovered without further cardiac complications, and was discharged on (B)(6) 2011 on medications including asa and effient.